Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system 20 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. " 20 positive samples were generated from 4/3 (sat) to today".

Manufacturer narrative:
H.6. Investigation: a complaint of "false positive" was received against bactec mgit 320 instrument material number: 441743, serial number: (B)(6). The issue was caused by temperature rise due to dirt on the filter, so bd remote service advised customer to clean the filter. After cleaning, the instrument is working well now. The complaint is not confirmed as a failure of bd product and the root cause is related to "dirt on filter". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Review of service history for this device did not reveal any prior events related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. No new risks or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system 20 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. " 20 positive samples were generated from 4/3 (sat) to today".